Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had intermittent button response due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Unit had cracked display window corner and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump's buttons were unresponsive. Customer's blood glucose level was 441 mg/dl. The insulin pump alarmed battery out limit. The customer treated her blood glucose level with an injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.